Event description:
Hospitalization for uncontrolled hypertension and headache. Patient is a (B) (6) female with a history of sickle cell anemia 229 days status post stem cell transplant. Had grade 3 hypertension and pounding headache and some problems putting words together when reading. Had received dialysis same day of admission. Clonidine was increased and amlodipine was restarted per renal physicians. Patient has a history on MRI (B) (6) 2010 c/w hypertensive encephalopathy. By (B) (6) 2010 much better, no headache, and problem putting words together is much better.